Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative observed that the touch screen monitor functioned normally and there was no occurrences of the screen blanking out. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the screen goes black, then comes back up and when they select cutter or other settings, it does not stay on that selection. Additional information has been requested.